Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. The cse observed a malfunctioning sample 2 (s2) mixer, and serviced the module. The cse performed the server probe maintenance, and photometer auto-alignment and noted the calibration and quality control tests ran with acceptable results. Siemens evaluated the service performed and noted the malfunctioning sample 2 (s2) mixer is the potential cause for the falsely depressed co2 results. The instrument is performing within specifications, and the customer is satisfied. No further evaluation of the device was required.

Event description:
The customer obtained discordant falsely depressed carbon dioxide (co2) results for two patients sample tubes on the dimension vista 1500 instrument. The results were reported to the physician(s). The customer used the same samples tubes to perform repeat testing on an alternate dimension vista instrument. The customer noted the repeat results were within the normal range, and issued a corrected report to the physician(s). There are no reports of patient intervention, or adverse health consequences due to the falsely depressed co2 results.